Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing. Technical services was consulted and reprogramming options were recommended. At this time, this ICD remains in service and no adverse patient effects were reported.